Event description:
It was reported that the contents inside does not match the packaging. The packaging was marked 777626 but the contents inside were 777426.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was not conclusive. A potential root cause for this failure mode could be ¿incorrect component". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Exercise care. Tearing of the stent can be caused by sharp instruments. Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the contents inside does not match the packaging. The packaging was marked 777626 but the contents inside were 777426.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.